Event description:
A male pt contacted lifecor customer support to report that the device will not power up with either battery pack. He states that the battery packs do not go in as far as they used to, but they still latch. Support sent the pt a replacement monitor and battery packs.

Manufacturer narrative:
Monitor - 2008. Battery packs - 2008. Device eval summary: device evaluations of monitor battery pack, and battery pack have been completed. The reported problem was confirmed. The monitor was found to have a defective battery connector. The connector pins were bent. The connector was repaired. The monitor was retested and then restocked. The root cause of the bent pins is unk, but is likely due to a battery pack being forced into a monitor with the connectors misaligned. Both battery packs were fully functional and had no damage to their connectors. They were retested and restocked. The damaged connector on the monitor was replaced. No adverse events resulted from the damaged monitor. The pt rec'd a replacement monitor and battery packs.